Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7288 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006, 5076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) due to increase in impedance from normal to high. It was noted there was infection and lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was a patient alert for rv pace lead impedance on (B)(4) 2012 and (B)(4) 2013. Weekly pace lead trend data shows an increase for max ventricular pace equal to 784 to 1216 ohms peak between (B)(4) 2012 and (B)(4) 2013.